Manufacturer narrative:
In use at the time of the event: CGM model: G7. Mobile OS: iOS / iOS_iphone 14 / 2.9.1 / iOS_18.6.2.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with Tandem Technical Support, therefore no additional information could be obtained.